Event description:
It was reported that "device is ruptured during use". No patient injury or harm reported. Patient condition reported as "fine". New device used successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "device is ruptured during use". No patient injury or harm reported. Patient condition reported as "fine". New device used successfully.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn at the connector area. A device history record review was performed on the lot number and no relevant findings were identified. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the defect part was supplied by our supplier." A non-conformance was opened to address this issue.